Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had to turn the therapy off before an unrelated surgery on february 28th. The patient turned the therapy back on after the surgery, but maybe 2-3 days after the surgery they noticed they were having to urinate very frequently with large amounts, and they had to use 5-6 depends during the day. The patient wasn't sure if the surgery had something to do with the issue, so they contacted their managing health care provider (hcp). The managing hcp advised the patient to contact representative but the patient lost the rep's phone number. The patient connected to the ins during the call and confirmed therapy was turned on. Program 3 was active and amplitude was 0.8. Agent reviewed programming considerations and the patient decided to increase amplitude to 1.0, but they said the stimulation was a little uncomfortable. The patient decreased amplitude to 0.9 and could barely feel the stimulation, but they confirmed it was comfortable. The patient will maintain amplitude and continue to monitor symptoms. The patient was advised to follow up with their hcp if symptoms don't improve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.